Manufacturer narrative:
The reported event of lead dislodgement was not confirmed. As received, a complete lead was returned in one piece with the helix retracted with traces of blood. The full helix extension length was measured within specification. Visual and x-ray inspections of the lead did not find any anomalies.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the lead would not hold the position with repeated repositioning attempts due to inadequate measurements. There were no adverse health consequences to the patient.